Event description:
Boston scientific received information that this lead displayed intermittent capture. A two to three second pause was noted on telemetry. There were no patient symptoms reported. The device was programmed to vvir. A chest x-ray was performed and reviewed. There appeared to be some indentation on the lead near the suture sleeve. The lead was reprogrammed to a 5v output and a 10mv sensitivity. There were no adverse patient effects reported. The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.